Event description:
It was reported that high impedances were displayed on most of the contacts on one spinal cord stimulation lead which resulted in inadequate stimulation efficacy. The patient underwent a lead revision procedure where the lead was explanted and the rest of the system was replaced with an upgraded system. The patient was doing well postoperatively. There were no allegations against the other devices. The suspect lead will not be returned as it was discarded by the medical facility.